Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained rv oversensing due to myopotential oversensing was noted via merlin.net. Programming changes were recommended.